Manufacturer narrative:
Doi: 10.1016/j.athoracsur.2012.08.052. Initial clinical experience with the heartware left ventricular assist system: a single-center report. Angelo maria dell'aquila, stefan rudolf bertram schneider, dominik schlarb, bassam redwan, jürgen r. Sindermann, björn ellger, jörg stypmann, tony d.t. Tjan, hans h. Scheld and andreas hoffmeier. The online version of this article, along with updated information and services, is located on the world wide web at: http://ats.ctsnetjournals.org/cgi/content/full/95/1/170. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. Note: the second article "heartware-hvad for end-stage heart failure: a review of clinical experiences with </ (greater than or equal to) 50 patients", is captured under MFR # 3007042319-2017-03076. (B)(4).

Event description:
A journal article was received that included a report of multiple patients who experienced multiple adverse events. This article reviewed the experience of one institution with a vad device. These patients included fifty (50) patients implanted with a vad between jul-2009 and nov-2011. These patients are reported to have past medical histories that included twelve patients with end-stage ischemic heart disease, nine patients with acute myocardial infarction, 27 patients with dilated cardiomyopathy and two patients with acute myocarditis. Two of the patients included in this cohort are reported to have undergone biventricular vad implantations. The patients included in this study were also reported to have a mean age of 50.6 years and 39 of them were reported to have been male. Thirty-seven patients were still alive after a mean follow-up of 284.79 days post-vad implantation. Eleven of these patients had been successfully bridged to cardiac transplantation. One patient revealed signs of cardiac recovery, and was successfully wean from vad support after two years and is reported to be alive. Intracranial bleeding occurred in two patients and thromboembolic infarctions in eleven. Four of these patients recovered fully. Two patients sustained a late thromboembolic cerebral infarction. They recovered and underwent successful transplantation after seven and twelve months of lvad support, respectively. Four patients reporting a neurological complication required re-operation due to bleeding in the absence of tamponade. Thirteen patients required re-exploration for post-operative bleeding between the first and second post-operative days. A late pericardial effusion developed in five patients that required a surgical re-exploration within the 30th post-operative day. Gastrointestinal bleeding was an early adverse event in three patients and a bleeding episode that required transfusions occurred in ten patients after one month of follow-up. Vad-related infections occurred in 21 patients. All patients were initially treated with antibiotics; however, ten patients reported recurrent blood stream infections and had to be enrolled for high-urgent heart transplantation. Twenty-seven patients required re-hospitalizations after discharge. There were 40 post-implant re-admissions for complications. The most frequently observed reasons for re-admissions were inadequate anticoagulation (14 events), pleural effusion (3 events) and bleeding. The authors concluded that their experience with the device showed satisfying results with an excellent post-transplantation survival. Moreover, the stratified survival based on the level of preoperative stability showed better outcomes in patients undergoing elective vad implantation. Further follow up did not yet yield any additional relevant information regarding these events.